Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have the pivoting clamp dislodged from the sector gear. As a result, the instrument grips do not open or close when turning the grip knob. The instrument was found to have imprecise motion. The instrument grips did not open or close when turning the instruments grip knob in either direction. This was a result of the pivot clamp being dislodged from the sector gear inside of the housing. The instrument was found to have a bent proximal drive rod which is clamped by the pivoting clamp. The instrument was found to have a damaged sector gear. The grip sector gear was found to have scratches or abrasions which could have been caused when the pivoting clamp became dislodged. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the medium-large clip applier instrument would not close. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument was found to have a dislodged pivot clamp from the roll sector gear. The dislodged clamp can result in the imprecise motion observed, specifically the grips not opening and closing, as the pivot clamp couples the drive rod to the roll sector's up and down motion which controls the instrument's grips. The instrument was transferred to design engineering for further analysis, but no additional findings were found.